Event description:
It was reported that pump caused cartridge alarm 20 and issue did not occur during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer had experienced similar cartridge alarms previously with same pump, and technical support arranged pump replacement. . Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.